Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. A replacement pneumatic block was provided to the customer to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.